Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 for an unknown reason. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 for an unknown reason. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
A2. Age: 51 years. Date of birth (mm/dd/yyy): (B)(6) 1971. A3. Patient sex: female. B5. Describe event or problem: it was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023. Additional information indicates the patient had a nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. D1. Brand name: lapiplasty system 2. D4. Model number: sk14. Lot number: 300265546. Expiration date (mm/dd/yyyy): 09/19/2025. Unique identifier (UDI) number: (B)(4). D6a. If implanted, give date (mm/dd/yyyy): (B)(6) 2022. G3. Date received by manufacturer (mm/dd/yyyy): 08/17/2023. G4. PMA/510(k) number: k220136. H4. Device manufacturer date (mm/dd/yyyy): 09/19/2022. H6. Health effect - clinical code: 2369. Investigation conclusions: 4310. H10. Additional narrative/data - corrected data: it was reported that after an initial bunion surgery on (B)(6) 022, all hardware was removed in a revision surgery on (B)(6) 2023. Additional information indicates the patient had a nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 022, all hardware was removed in a revision surgery on (B)(6) 2023. Additional information indicates the patient had a nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.